Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high threshold measurement. Additional information indicated that the rv lead was partially dislodged as rv threshold was at 7.5v at 2.0ms during follow up. The lead was then repositioned and still remains in service. No additional adverse patient effects were reported.